Event description:
It was reported that the sheath leaked blood through the handle. During a pulse field ablation (pfa) procedure to treat atypical atrial flutter a faradrive sheath was used. It was discovered that blood began to leak through the handle. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.